Event description:
It was reported that interrogation of the pulse generator resulted in the message -diagnostics cleared due to invalid data-. When the device was re-interrogated, data collected normally. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.